Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue in the fa lab. The uut was tested and found to function within specifications. The fa advised replacing the material as needed, reworking to the current configuration, recalibration, and retesting per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 2200 vti (inhaled tidal volume) was measured at 255 ml, which was below the passing range of 265-335 ml. At this time, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.